Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit anatomic cocr v40 femoral head on his left hip on or about on (B)(6) 2014 and was revised on (B)(6) 2024. It is further alleged that he suffered injuries as a result of implantation and explantation of the device at issue, device recall, and excessive levels of cobalt and chromium in his blood.